Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is new to using the pump and the sets and she accidentally pulled it out. The customer¿s blood glucose is 400 mg/dl. During troubleshooting, it was found that the customer¿s infusion set cannula was bent. She was advised to changed her set and to return it. The customer was offered troubleshooting for her high blood glucose but declined. The pump and the infusion set will not be returning for analysis.